Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97755 lot# serial# unknown: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported seeing "rm05" message appear on their controller while charging their implant. Pt said that this message appears about 5-10 mins into charging their implant and they have only been able to charge their implant up to 50 to 60% percent. Pt was told to reset their controller. After reset, the pt said their controller battery was at 70% and their implant battery was low and needed to be charged. Pt started a charging session with their implant and was able to get "excellent" charge quality. Patient services specialist (pss) stayed on the line for several minutes to see if the message would appear and the message did not appear while the pt was charging their implant. Pt will monitor the issue and write down the exact information from the message, if the message appears again, and call back if needed. The troubleshooting steps that were taken on the call resolved the issue. During the call pt also reported seeing "settings not available" appear on their controller while trying to make adjustments to their therapy; pt said that this message appears in all if their groups a, b, and c. The patient was redirected to their healthcare provider to further address the issue. Patient later called back and stated they continue to see rm 05. A replacement recharger (rtm) was sent to the patient. Additional information was received. Pt called back stating they are continuing to see rm05 when charging the stimulator. Pt mentioned the new recharger got hot due to how long it was taking to charge.